Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 8/28/2017 - voicemail, 9/1/2017 - voicemail, 9/1/2017 - email. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The inspiratory and expiratory check valves and flow sensors were replaced.

Event description:
The hospital reported that, during a case, mechanical ventilation was not functioning as expected. There was no reported patient injury.